Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. To fix the issue, the fse replaced the batteries, and the blood pressure cable assembly that it was identified to be broken during the pm. The fse then performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cs100 intra-aortic balloon pump (iabp), the battery runtime test failed. There was no patient involvement, and there was no adverse event reported.